Event description:
It was reported during a da vinci si total benign hysterectomy procedure the large suturecut needle driver instrument was noted to have a broken cable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip cable was broken at the distal idlers. The idler pulley spun freely but was damaged around the edge. The distal idler pulley had an indentation along the edge, leaving a sharp edge that could likely cause cable breakage. The evidence was inconclusive but the damage was likely due to mishandling. The cable segment stuck out at the wrist approximately .5430 in length. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.